Event description:
On an unknown date a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient was to have a complete stoma replacement due to an infectious stoma. Patient requires new peg-j tube placement. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4) catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.